Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused heart failure, kidney failure, lung failure and infections in the throat and stomach. The patient did receive medical intervention in the form of mechanical ventilation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused heart failure, kidney failure, lung failure and infections in the throat and stomach. The patient did receive medical intervention in the form of mechanical ventilation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 16, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused heart failure, kidney failure, lung failure and infections in the throat and stomach. The patient did receive medical intervention in the form of mechanical ventilation. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal investigation, the technician observed the presence of foreign material indicative of contamination from external sources. And proceeded to run the unit with its original settings and observed the appropriate alarms per those setting limits. The unit operated on s/t passive without issues or alarms for approximately 1 hour. Technician proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. The manufacturer could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly and was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect ventilator that would apply to the allegations, including any evidence of thermal events. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report.